Event description:
The customer states the system did not boot when setting up for case. The system was taken out of service and the case was completed with another c-arm.

Manufacturer narrative:
The ge service rep turned the system over to the biomed after diagnosis and they completed repair.